Event description:
The customer reported the system displayed a cine disk unavailable error code message. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A circuit board was released. The system was then found to be operating as intended.